Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, nsrvo was observed due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Low frequency attenuation filter was programmed on. A programming change was not completed as oversensing has not been reproduced. The changes will be made when the patient flies back to (B)(6) for the next routine followup.